Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-10832. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was heart failure and chronic obstructive pulmonary disease. No additional information was reported.

Manufacturer narrative:
The result of all electrical tests performed, including thermal and mechanical stress testing indicate normal device characteristics. The device image was saved successfully. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.